Manufacturer narrative:
Exact date unknown, event occurred couple of months ago.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient underwent an ipg pocket revision procedure and the old ipg was replaced. The patient was doing well postoperatively. The explanted ipg was retained in the hospital and will not be returned.